Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt, the lead was positioned and fixated, then dislodged after a few seconds. The physician attempted to reposition the lead, and noticed that the helix mechanism was stretched. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and the helix/lobe was distorted/bent. The distal conductor was distorted. Damaged at implant.

Event description:
It was reported that during the implant attempt, the lead was positioned and fixated, then dislodged after a few seconds. The physician attempted to reposition the lead, and noticed that the helix mechanism was stretched. The lead was not used, and another lead was successfully implanted. No patient complications have been reported as a result of this event.